Manufacturer narrative:
The plug on the off board charger was not maintained and caused a spark when the user attempted to charge. The device did not catch on fire as initially reported; the select elite powerchair functioned per design when tested.(B)(4)

Event description:
The customer alleges a short in the joystick wiring caused the power chair to catch on fire. There were no injuries or property damage reported.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges a short in the joystick wiring caused the power chair to catch on fire. There were no injuries or property damage reported.